Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the issue occurred during a spinal fusion procedure and that there was no delay as the site was done with the surgery when they noticed the issue.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735821, serial/lot #: unknown, UDI#: unknown: manufacture date feb 2018. A hardware analysis was initiated to determine the probable cause of the issue. Analysis found that damaged camera or scu and the anomaly is being tracked in the navigation tracking database. A medtronic representative went to the site to test the equipment. Testing revealed that the navigation system functioned as designed. Hardware parts were replaced and the system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a procedure. It was reported that during a clinical case it was noticed that the site had damaged one of the lenses on the camera. Unknown delay in the case. There was no reported impact to patient outcome.